Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a air bubbles on the insulin pump. The customer's blood glucose level was 189 mg/dl. The troubleshooting was performed. The customer states he had already change the reservoir out, and also changed the whole set yesterday. The customer states that there is no deliver alarm on the insulin pump. The customer was able to resolved the alarm by changing set and reservoir. The customer was advised that we will send replacement for reservoir.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.